Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval confirmed that the keypad buttons are intermittently responsive, and multiple presses are required to obtain a response. It was observed that the buttons still spring back as expected when pressed. There was evidence of keypad contamination found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons require several presses for a response. She noted that the buttons do not spring back when pressed. The pt confirmed that the rubber keypad is intact; denied exposing the pump to moisture; and stated that she was the pump in her pocket.